Event description:
User reports false positive toxoplasmosis igg results for pt samples. The following data was provided: patient 1 initial result 6.1 ul/ml. Same sample tested using 2 different methodologies were negative with each method. Pt 2 initial result 22.9 ul/ml. Same sample tested using 3 different methodologies was negative with each method. Pt 3 initial result 17.8 ul/ml. Sample sample tested using 3 different methodologies, one result was indeterminant, two results were negative. It is reported during monthly testing using the initial methodology, this pt always has titers of igg between 15 and 22 ul/ml. Pt 4 initial igg result 12.8 ul/ml. Same sample repeated using 3 different methodologies, 2 methods reported positive, one method reported negative. Patient 5 initial result 19.8 ul/ml, same sample repeated using 2 different methodologies, once result was indeterminant, one result was negative. If additional information is received, appropriate notification will be provided.